Event description:
Customer reported a pump malfunction that led to a five-day hospital stay. The blood glucose level exceeded 1100 mg/dl. Customer declined follow up from tandem technical support. No additional information was provided.